Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and offset coil winds at its proximal end. The non-penumbra microcatheter was undamaged. Conclusions: evaluation of the returned pod pc revealed a functional device. During functional testing, the pod pc was able to advance through the returned non-penumbra microcatheter without issue. The reported complaint was unable to be confirmed. Further evaluation of the pod pc revealed offset coil winds on the proximal end of its embolization coil and these offset coil winds were likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the uterine artery using pod packing coils (pod pcs), a non-penumbra microcatheter, and a non-penumbra guide catheter. During the procedure, the physician placed a pod coil into the target vessel using the microcatheter. Then, while advancing a pod pc through the microcatheter, the physician experienced resistance near the distal end of the microcatheter and subsequently, the pod pc could not advance further. Therefore, the pod pc was removed. The procedure was completed using another pod pc, the same microcatheter, and the same catheter. There was no report of an adverse effect to the patient.